Event description:
Discrepant results for the rhinovirus/enterovirus target were obtained for one patient sample with the qiastat-dx respiratory sars-cov-2 panel.

Manufacturer narrative:
No injuries were reported. Qiagen is reporting the incident in an abundance of caution and in accordance with the conditions of approval under the emergency use authorization for this product.